Event description:
The customer's father reported via phone call that the insulin pump alarmed button error during a bolus attempt. The customer's blood glucose was 280 mg/dl while the customer tried to bolus, and it rose to 400 mg/dl at the time of the incident. The caller did not observe any significant events leading to the alarm and noted that the device had not been dropped. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump has minor scratches on the lcd window and cracked case at the display window corners.